Event description:
It was reported that the customer was hospitalized due to high blood glucose of 631 mg/dl. It was stated that the customer had some chest pain. Troubleshooting was performed. The time on the insulin pump was correct. Ran 5.0 fixed prime and insulin pump delivered the insulin. Performed a high pressure test and passed. The customer's last glucose reading was 300 mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.